Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the target lesion was in the proximal lad with mild tortuosity, heavy calcification and 90% stenosis. There was resistance between the lesion; however, the voyager nc managed to cross the lesion, at the first inflation of 18 atm, the balloon ruptured. The balloon was changed to another company's balloon and another stent was implanted. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). (B)(4). Results and conclusion summation - product performance engineering determined that difficulty crossing the lesion can be affected by numerous factors including, anatomical morphology, disease, pre-dilatation, size, placement or accessory support. Causes for balloon ruptures can be due to balloon damage during manufacture, materials, interactions with other devices, previously implanted stent, anatomy, calcification and tortuosity, or insufficient prep. A definitive cause for the reported resistance during advancement and subsequent balloon rupture cannot be determined, but there is no indication of a product quality deficiency.